Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1.1 row b was not displayed on the cubie map and drawer 3.2 rows a and b repeatedly failed and popped out, requiring cubies to be removed to prevent the entire drawer from remaining in a failed state. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by loose or unstable cable connections. A field service engineer addressed reported errors for drawers 1.1 and 3.2, where drawer 1.1 showed no cubie map and drawer 3.2 was ejecting cubies. Reseated all associated cables for both drawers to restore proper connections. Performed testing in hta, confirmed functionality without errors, and validated operation with pharmacy technician access. The system functioned as intended after the field service engineer repaired the device.